Event description:
During percutaneous drainage of adnexal complex collections the "stylet" for the trocar needle would not pull out. Both pieces were removed and another trocar needle was utilized. Again the needle would not pull out. A third attempt was made with a trocar needle with a different lot number and no difficulty was noted. All with this lot number were pulled from the shelves and returned to the company for replacements.